Event description:
It was reported that the patient received multiple inappropriate therapies when morphology indicated ventricular tachycardia due to programming. Programming and medication changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.